Event description:
Complainant alleged that the medics were treating a pt who had collapsed while playing cricket. The pt had lost all color and was not breathing, and had no pulse. A fellow cricket team member and part time firefighter, who was also "a qualified first aider" performed CPR and mouth to mouth resuscitation on the pt until the ambulance arrived. The medics attempted to shock the pt at 200 joules, but the device did not discharge. The medics then changed the device battery, but again the device failed to deliver the shock to the pt. The medic immediately obtained a second device and shocked the pt. "The pt did not return a shockable rhythm and was certified at a local hosp." The pt subsequently expired. The complainant indicated that subsequent to the event, the facility's biomedical engineering dept was unable to duplicate the reported malfunction. During this device eval it was "found to be in working order".